Manufacturer narrative:
Returned device analysis confirmed the single gripper actuation issue and material separation associated with the gripper line as the gripper cap tactile marker gripper could not be raised and the tactile marker gripper line was observed to be separated from the l-lock shaft. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information and analysis of the returned device, the single gripper actuation issue was a cascading event of the gripper line separation. The investigation determined the gripper line separation resulting in a single gripper actuation issue to be related to a potential product quality issue. This complaint is within the scope of an exception (issue) 130421 and exception (action) 135842 as the complaint description and device codes match the specific issue described in the exception. The investigation evaluated the reported issue, and the engineering group identified the likely root cause to be related to manufacturing variability. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and a restricted posterior. One clip was successfully implanted. To further reduce mr, an additional xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. It was noted that the gripper line was detached. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.